Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming 44000 and alleged as an out of box incomplete repair. There was no patient reported patient involvement.

Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 5/8/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported issue. The firmware/software installation was found to be the cause of the issue. The software was loaded in order to fix the problem.